Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the fourth clip - the jaw stayed on the tissue and could not open again. The surgeon had to cut it out. The fourth clip was set on a little hole in the gallbladder (reported by the surgeon). The sales representative extended the hand grip - the jaw opened and the clip fell out and without firing again a second clip fell out, too. There were no adverse consequences for the patient; the surgeon finished the surgery with a second device.

Event description:
Clinical study, it was reported that a patient implanted with a 3000tfx, 21mm expired on unknown date due to unknown reason(s). Please note that the aware date is being used, as the date of event until the date of event is known. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. A batch record review was performed and no anomalies were found during the manufacturing process.